Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient contact discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during an unspecified phase of therapy. The patient had also received drain complication encountered error messages during their drain phase and a make sure heater bag is on heater tray alarm during fill three of four of peritoneal dialysis therapy. The technical support representative assisted the patient with cancelling their treatment on the cycler. Upon removing the supplies, the patient contact noticed fluid within the cassette compartment of the cycler. The technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention following the event. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the leak had been discarded. Additional information was requested but was not available.